Manufacturer narrative:
Product complaint # (B)(4). Unopened samples of product were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent dental procedure on unknown date and suture was used. The suture broke other than knot area during use. There were no adverse consequences to the patient.